Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp pump for mechanical circulatory support. While removing the peel-away sheath, the pump pulled back across the aortic valve and into the aorta. Attempts to re-cross the valve were unsuccessful and the decision was ultimately made to remove the device. An intra-aortic balloon pump was subsequently placed for ongoing support. There was no patient harm. The patient survived the explant.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was use related due to improper technique. Added- h6 impact code 4642.